Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the instruments tip was broken. No impact on patient outcome.

Manufacturer narrative:
The driver was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The tip of the returned driver had been broken off and was missing. The driver was not usable as is. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the instruments tip was broken. There was no delay to the procedure. No impact on patient outcome.